Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer stated that insulin pump asking to insert new battery but it was not accepting new battery. Customer stated that they received low battery alarm prior to replace battery alarm. Customer stated that new battery did not resolved the issue. Customer stated that they received the battery failed alarm. Customer was assisted with inserting new battery. Customer stated that battery failed alarm did not occurred after changing the battery. No harm requiring medical intervention was reported. The device will not be returned for analysis.